Event description:
Staff heard loud bang and found patient in his bed and the bed laying on its side. Patient awake, alert and talking. Stated he was putting the head of the bed up and the bed started tilting and fell over. Patient was pinned between the bed and a chair but still in the bed. Staff in room pulled bed away from patient. Patient was able to stand with minimal assist and sat in the chair. Skin tear noted to left arm and dressing applied. Bed removed and tagged for engineering. New bed obtained. Patient ambulating and stating no other pain. Patient later stated his arm was hurting. Left arm x-ray completed and negative. Patient with small skin tear. Event report states that patient was putting head of bed up, but when leadership rounded on patient he stated he was: "putting the head of the bed down just like I have a thousand times before since I came in and the bed started to tilt to the side." Met with patient again today and stated that he no longer had any pain in his arm and was doing well. From stryker service report repair notes/special instructions: was reported at 2am that nurse heard loud noise bed tipped over with pt male. Will be allowed to look at bed only on [date redacted] at 9 am. Removed from pt room ... Was transported yesterday to our work area. Was asked by account to inspect only. Was reported the pt was found in bed with siderails up in a low position and bed on its left side pt had a few abrasions on arms. Upon initial inspection I took some photos, was told bed was in same configuration as in pt room, found bed to be operational. Found brake steer working. Found siderails up fully and locked. Found footboard not locked in, but in place and blindmate connection is intermittent. Found damage to foot brake/steer covers consistent with bed being on its side. No other visible signals of damage¿ save a scuff mark on head end pt left siderail bottom. Casters roll as expected. CPR works. Gatch was in full upright position with fowler less than 10 degrees.